Event description:
It was reported that the user stopped using the ilet due to difficulty seeing the black and white display, which aligned with a device display readability issue involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an ambient light visibility problem affecting the display, consistent with a display difficult to read on the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.